Event description:
A healthcare facility reported that the water inside an mr290v vented autofeed humidification chamber was cloudy. The staff tried to use different sterile water bags; however, the water was "always white and cloudy". This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). As the complaint mr290v vented autofeed humidification chamber was not returned to fisher & paykel healthcare (fph) in (B)(4) for inspection, an attempt was made to get further information regarding the complaint device and reported discoloration. Our analysis is accordingly based on the event description and additional information provided by the healthcare facility. The healthcare facility reported that the complaint chamber was used on a patient for four weeks when water discoloration was observed. It was further reported that the water inside the chamber, which turned to light rust tint in color, was sent to an analytical water facility for testing. The testing facility reported that "there is growth inside the chamber that feeds off of sterile water". The healthcare facility commented that the bacterial growth could be due to the "technique of the caregiver and is not sure if they are using sterile technique". Based on the limited information we received from the healthcare facility, it seems that the complaint chamber functioned as intended during use. The reported water discoloration is due to bacterial contamination. The healthcare facility has since reviewed their procedures on how to install a sterile waterbag to the mr290 chamber.

Manufacturer narrative:
(B)(4).the complaint mr290v vented autofeed humidification chamber is not expected to be returned to fisher & paykel healthcare for inspection. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A healthcare facility reported that the water inside an mr290v vented autofeed humidification chamber was cloudy. The staff tried to use different sterile water bags; however, the water was "always white and cloudy". This was noticed during use on a patient. No patient consequence was reported.